Event description:
Report from sales rep and account indicates an infiltration of an IV in a hand of a neonate. IV fluid was d10 with ampicillin added. Rn taking care of child was doing a 1 on 1 with this baby. The IV was on a buretrol set with pump. Neonate was transferred to hospital with a plastic surgery consult for infiltrate. Neonate did receive wydase to the site. Add'l information from the account indicates the neonate would have been transferred for other medical reasons and the last update on the neonate was that no surgery has been done on the infiltrated area and pt is still intubated.